Event description:
Chief technician reporting "blood leak" of a new, non-processed dialyzer. Leak was detected by dialysis machine. Complainant verified that extracorporeal circuit of blood was discarded per facility policy, ebl 265ml. Due to the reported leak there were no adverse effects to the patient. Hematocrit is being monitored and stable. MDR filed due to the blood loss reported. According to complainant there were no other similar leaks of f80m dialyzers or this lot number. Actual sample has been saved for evaluation. Instructed to decontaminate prior to shipping. 8/17/98fax sent to complainant to verify details of event. 8/18/98 received information from complainant for MDR submission.